Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that metal ring came out of shim into two pieces. Nothing left in patient.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary :examination of the returned device found the instrument was worn. The edges of the shim are heavily worn and chipped with material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: